Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint ¿the tip broke off¿. For clarification, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a cadiere forceps instrument broke off. The planned procedure was completed with no reported injury. Isi followed up with a hospital employee who had spoken with the surgeon that conducted the procedure. The following information was obtained: the surgeon reported that the cadiere forceps had a broken tip and "was not working". The tip of the instrument was still intact. The assumption of the employee, based on the statement from the surgeon, was that one of the jaws was not working. The procedure had a 5 minute delay to acquire a backup cadiere forceps to continue. It was confirmed that there was no fragment(s) that fell into the patient, patient harm, adverse outcome, or injury.